Event description:
It was reported that the physician was seeing a vns pt for a follow up visit and the interrogation of the pt's device was successful. The physician explained that he had rec'd an "error message" however add'l details were not provided to the MFR upon the initial report of the event. Good faith attempts to obtain add'l info from the site, including the pt involved and clarification regarding the error message rec'd, have been made, but no add'l info has been rec'd to date.